Manufacturer narrative:
Controls ran before and after the incident were within the established ranges. A field service engineer (fse) replaced hardware components, tightened sample and reagent syringes and verified all the top level alignments. The fse performed qc for all levels and the results were acceptable. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high alt result generated by the unicel dxc 800 pro synchron clinical systems for one patient sample. The erroneous result was not reported outside of the lab. There was no affect to the patient or user associated with this event.